Manufacturer narrative:
(B)(4). The patient was discharged from the hospital and continuing to recover from the event. A batch review was conducted for potentially associated lot number gd894303 and no exceptions were observed that were related to the reported condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional information become available, a follow-up report will be submitted.

Event description:
This is report 4 of 4. It was reported that the patient experienced fungal peritonitis coincident with peritoneal dialysis (pd) therapy. Two days after the onset of peritonitis, the patient was hospitalized for the event. The cause of the peritonitis was from the patient's antibiotic use for an unrelated infection and not taking a probiotic. The patient's pd catheter was removed and the patient was treated with unspecified antibiotics. The patient was recovering from peritonitis. No retraining was performed. No additional information is available.